Manufacturer narrative:
This complaint/event was misreported and there was no separation of a device, therefore, the previously submitted MDR will be unreported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 5f 145° 6 side-hole (sh) infiniti diagnostic catheter separated when unpacking. The procedure was completed by changing to another product. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The device will be returned for evaluation.